Event description:
It was reported that the patient presented in clinic after experiencing an inappropriate high voltage shock due to noise. Variation in high voltage lead impedance was also noted. Lead was explanted and replaced.